Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information received that the reason for explant procedure was due to patient's preference to transfer to competitors device.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.